Event description:
(B)(4) is the initial importer of the device which is a rollator. End-user was going into church with her walker. When she traversed the dip at the street curb the walker collapsed inward and she fell. The daughter of the end-user believes that the folding hinge failed. The end-user was taken by ambulance to the ER where it was determined she fractured the head of her femur and she would need partial hip replacement surgery. The surgery was performed the next night. She was transferred to a rehab facility. Pms is awaiting the return of the device for evaluation. It was reported that the end-user had a prior incident with the rollator and continued to use it without maintenance.